Manufacturer narrative:
A review of complaint history, documentation, instructions for use (IFU), quality control and a functional test and visual inspection of the returned device were conducted during investigation. The customer returned one used needle and one used ult catheter with the stiffening cannula still in the catheter and the macloc nearly in the locked position. Upon visual examination, there was no noticeable fracture in the catheter shaft near the hub. We tugged on and flexed the catheter shaft at the connection to the macloc hub and the catheter was securely attached to the hub. We put the macloc in the closed and locked position and performed a leak test using a syringe filled with air, and placed the macloc device under water, revealing leakage from under the macloc lever. Further inspection revealed the insert that is placed under the macloc lever was missing. It is feasible to suggest the insert was not placed under the macloc lever during the mfg process, resulting in the leakage cried by the customer in this case. The device is packaged with an IFU which gives instructions for intended use, contraindications, warnings, precautions and instructions for placement for the device. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a ptcd procedure on a 56 year-old female pt, it was noted that bile was leaking from mac-loc catheter hub. The physician removed the whole catheter from the pt and changed to a new catheter to finish the procedure. A section of the device did not remain inside the patient's body. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation. More info will be provided upon conclusion.